Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer booted to a black screen with a message to contact the representative immediately. The service disk was run but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer booted to a black screen with an error message. Analysis did find that the link electronic module (lem) board had a loose radiofrequency head connector and the lem board was therefore replaced and calibrated, and that the system fan was noisy so it was replaced as well and that the stylus pulled apart but was functionally okay but it was replaced and calibrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.